Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic inguinal hernia surgery procedure, the stationary jaw of the grasping forceps broke off and fell inside the patient. However, no fragment remained inside the patient, since it was reportedly retrieved by unknown approach. The intended procedure was successfully completed with another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2016-06-03). The evaluation/investigation confirmed that the stationary jaw of the grasping forceps had broken off. However, the fragment was returned as well. The cause of this damage and the breakage of the jaw is fatigue due to long-term use (date of manufacture: 05/2012). Furthermore, the grasping forceps' shaft was found severely bent and an insulation tube at the proximal end was removed and thus missing. It is clearly stated in the instructions for use that even products designed to be reused have a limited service life. A number of factors connected with handling and some reprocessing methods may lead to increased wear of the product. The service life can be markedly shortened. The product must be replaced if signs of wear become visible. The case will be closed from olympus side with no further actions but the event/incident will be recorded for trending and surveillance purposes.